Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned too deep in the annulus. An attempt was made to position the valve higher in the annulus, but the valve dislodged. While trying to retrieve the valve, it deployed and was left implanted in the ascending aorta. A second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. Valve dislodgement complaints are typically not related to a device malfunction. Retrieval of the valve after partial deployment is not recommended in the instructions for use (IFU).

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.